Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges of two minicaps were dry and did not have enough iodine. This was noticed before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: two (2) actual samples were received for evaluation. A visual inspection with the naked eye was performed with no issues noted; the sponges presented a light brown hue. The sponges were removed and iodine was present in the sponges. The sponges met the weight limit according to specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.